Event description:
A (B)(6) male contacted zoll customer support to report that his monitor lcd screen was flickering. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged touchscreen) has been confirmed. Upon eval the functionality of the lcd screen was intermittent. The intermittent lcd was caused by foreign material contamination found on the printed circuit boards. The source of the contamination cannot be positively identified but was likely liquid ingress. No adverse event resulted from the defective lcd screen. The monitor was released for scrap. The pt was issued a replacement monitor.